Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2013, at 3 pm (while in the doctor¿s office) the patient reportedly obtained a blood glucose reading of ¿168 mg/dl¿ with the subject meter. At the same time prior to the reported meter issue, the patient reportedly was experiencing symptoms of shaking, heart racing, and confusion. The patient¿s previous blood glucose result (with the subject meter) prior to the onset of her symptoms is not known; however, according to the csr¿s documentation an hour prior to the start of the alleged issue the patient did not make any changes to her diabetes management routine. It is not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began and the patients¿ testing frequency is not clear. According to the csr¿s documentation, five minutes after the onset of her reported symptoms, the patient was administered food and/or drink as treatment from a health care professional in the office and at approximately 3:10 pm, the patient had obtained a reading of ¿42 mg/dl¿ with the doctor¿s meter. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The csr noted the patient had performed a quality control solution test that passed. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.